Manufacturer narrative:
An outside of united states (ous) customer reported that discordant results were obtained on an advia chemistry xpt instrument due to a contamination issue after maintenance. Fresh brown wedges on the reagent tray, wash, and fresh bulk solutions were installed and the instrument performed according to specifications. The cause of the event is unknown.

Event description:
A customer reported that discordant results were obtained on an advia chemistry xpt instrument due to a contamination issue after maintenance. Specific patient results and sample identification was not provided by the customer at the time of filing this report. There were no known reports of patient intervention or adverse health consequence due to this event.